Event description:
Information received indicates blood has soaked through the mattress ticking.

Manufacturer narrative:
The facility replaced the mattress ticking, topper foam and foot bladder to repair the bed.